Event description:
It was reported that this right atrial (ra) lead was not working anymore. This lead was revised. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not working anymore. This lead was revised. No additional adverse patient effects were reported. Additional information indicated that the patient device is at elective replacement indicator (eri) and the lead revision will be done at the time of device replacement.